Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006. Partially explanted: (B)(6) 2019, product type: catheter; product ID: 8835, serial# (B)(4), product type: programmer, patient; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Analysis of the pump revealed no anomaly. Analysis of the model 8709 catheter with serial number (B)(4) revealed no significant anomaly; the catheter was returned incomplete / in segments. Analysis of the model 8596sc catheter component with serial number (B)(4), revealed no significant anomaly; the catheter was returned incomplete / in segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 13-feb-2008, UDI #: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 05-may-2018, UDI #: (B)(4). Device evaluated by MFR: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine (16.3mg/ml at 3.1mg/day) and morphine (22.9mg/ml at 4.4mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and spinal pain. It was reported that on (B)(6) 2019, the patient was having a pump replaced and catheter revised due to a volume discrepancy. The expected residual volume (erv) on (B)(6) 2019 was 36.3ml and the actual residual volume (arv) was 38ml. The event date was unknown. Per the patient, she had withdrawal symptoms. The patient was feeling lousy for a couple months. On (B)(6) 2019, the patient's personal therapy manager (ptm) was not giving boluses. It was reviewed that if the ptm was not decoupled from the previous pump then the patient would not be able to use the ptm until it was decoupled. It was confirmed that they did not decouple the ptm from the previous pump. There were no further complications reported at this time.